Event description:
The surgical tech went to attach the endo gia stapler load. The load would not turn and lock into place. She tried all the troubleshooting methods that she knew and none of them worked. She had dr. Try and connect it. No one could get it to fully turn and lock into place. The decision was made to remove the item from the field and open a new one for use with the patient.